Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use, during close all clamps. The machine was at close all clamps and the drain bag was empty and the supply bags were mostly empty. The baxter technical service representative (tsr) had the caller do a manual drain of the home patient (hp) to ensure the hp was empty. The hp drained 336ml and the tsr reviewed cycle by cycle. Ultra filtration (uf) equaled 594ml, 113ml, 500ml, -266ml and the tsr had the caller look around on the floor again. The caller found liquid on the floor behind the machine as the floor was slanted. The caller would call back if there were any problems or questions. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this report will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).baxter's attempts to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available.the problem was not confirmed. The root cause was undetermined.